Event description:
It was reported that during a rectum procedure, the device would not staple and would not cut. During the first intervention (rectum), it was impossible to fire the instrument. This incident made the tissues more fragile. Another like device was used. It worked correctly and the procedure could be completed. But there was a risk of fistula because the anastomosis was realized on short and fragile tissues. Days after, the patient was sick and had a temperature. He had to be re-operated because there was a fistula and a leakage on the staple line. This incident is linked to the defect of the first instrument during the first intervention. The hospitalization time was extended, at least double the usual time. Requested additional information and received the following, "we do not have any additional information available about this complaint. We already have difficulties to obtain what is written into the complaint form."

Manufacturer narrative:
Information anticipated, but unavailable at this time.